Manufacturer narrative:
An outside of united states customer contacted a siemens remote services center (rsc) regarding a falsely depressed tacrolimus (tac) result obtained on a patient sample on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A falsely depressed tacrolimus (tac) result was obtained on a patient sample on a dimension exl 200 system. The discordant result was not reported to the physician(s). The sample was reprocessed on the same date on the same system and a result, considered correct, was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant faslely depressed tac result.

Manufacturer narrative:
Additional information (on 13-may-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the falsely depressed tacrolimus (tac) result on a dimension exl w/lm system. A siemens customer service engineer (cse) was dispatched to the site. Hsc recommended replacing the reagent arm 1 (r1) and reagent arm 2 (r2) metering pump motor lead screws. The customer service engineer (cse) replaced the motor lead screws. Assay performance was evaluated and confirmed after parts were replaced. The event issue was caused by worn motor lead screws. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00087 was filed 20-apr-2022.